Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported accident might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient's hearing with the device has been affected after a fall. Performance before that was good. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally, two channels had been deactivated due to insufficient benefit from these channels. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient's hearing with the device has been affected after a fall. Performance before that was good. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing with the device is affected since she fell on her teeth. Re-implantation is considered.